Event description:
Follow-up revealed the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The event date is unknown. During processing of this complaint, an attempt was made to obtain the patient's weight.. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.